Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the monofilament, needle tip, cuffs and link were not returned with the device, limiting the scope of the investigation. Without the return of all components, a cause for the cuff miss could not be determined. The plunger was returned and there was a dent/stress mark on the anterior needle barb. This is consistent when the anterior cuff detached from the anterior needle tip during removal of plunger. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. There was no needle strike mark on the foot pocket. The plunger was inserted and the needle trajectory and push mandrel travel were acceptable. There was no abnormal observation found on the returned device that could have contributed to the cuff detachment. Therefore, the cause for the anterior cuff to needle tip detachment could not be determined. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to the report event. There was no manufacturing or quality deficiency detected. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.